Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) which was in the rib area. The patient underwent a revision procedure in which the ipg pocket was repositioned. The patient was stable post operatively. No devices will be returned as they all remained implanted.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) which was in the rib area. The patient underwent a revision procedure in which the ipg pocket was repositioned. The patient was stable post operatively. No devices will be returned as they all remain implanted.